Event description:
Boston scientific received information from the patient's daughter alleging that an issue with one of the patient's leads contributed to the patient's death. About 4.7 months after the patient's death, the daughter said a lead had shifted a few weeks prior to the patient's death and that the family believed that contributed to the patient's death. A health care provider (hcp) had informed boston scientific of the patient's passing six days after the date of death; there were no allegations regarding the implanted products or additional information regarding the cause of death reported at that time. None of the implanted products have been returned to boston scientific.

Manufacturer narrative:
Device operational data was available for an 18-month period that ended approximately one week before the reported date of death. Our review and analysis of that data could not identify an apparent lead issue or identify which lead was alleged to have contributed to the patient's death. Right ventricular and left ventricular pacing percentages decreased from 99% to 93%, and the right atrial pacing percentage increased from 33% to 85% over the 18-month period. (The patient's right atrial lead was supplied by another manufacturer.) There were no episodes of shock therapy delivery during that period. Review of the data showed all lead measurements were normal and stable, and there were no lead data anomalies noted in the period of time cited by the family member. A boston scientific field representative was unable to provide any additional information regarding the cause of the patient's death or the allegation of a lead issue. As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.